Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. The patient's blood glucose levels reached 378 mg/dl. The patient stated the cannula did not properly insert into the skin. Upon removal of the pod, the patient noticed some blood around the cannula and insulin was found to be leaking. Treatment information was not provided.